Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube, battery tube threads and a scratched display window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 525 mg/dl. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Customer stated that she does not have a back up plan. Nothing further reported.